Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat8 aspiration catheter (cat8). During the procedure, the tip of the cat8 became kinked while advancing through a non-penumbra sheath, and therefore the cat8 was removed. It was reported that the physician had forgotten to use the dilator. The procedure was then completed using a new device. There was no report of an adverse effect to the patient.